Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer had issues with the sensor to their insulin pump. The patient's blood glucose level was 100 mg/dl at the time of the call. The customer was assisted with trouble shooting but was advised to call back if the issue were to occur again. No further information was provided.